Event description:
According to the reporter: when clipping a vessel, the catch bag broke within the patient when removing the gallbladder sample. There was no harm to the patient, no blood loss, no significant extra time required, no foreign material, and no known adverse outcome.

Manufacturer narrative:
(B)(4)